Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured during trialing in a knee surgery. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. The surgical technique for this device is to apply gently manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon has impacted the tasp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.